Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had stuck button alarm. The customer's blood glucose value was 121 mg/dl. Customer stated that she received the stuck button alarm for 2 nights in a row starting. Customer stated that she may have been leaning on the pump as it was inside her jogger pocket. Customer stated they did press a button down for 3 minutes or longer. Customer states they were able to clear the alarm. Customer states the buttons were working. The device will not be returned for analysis.